Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03103 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophageal band ligation. According to the complainant, the physician inserted the scope attached with the speedband into the patient. The physician suctioned the varice, and then went to deploy the band. The physician felt tension on the scope; it became difficult to turn the device handle, and band was not deployed. The physician had to release suction on the varice; the patient started bleeding, when the suction was released. Physician quickly removed the scope and device, and then set up the second device to manage the bleeding. The second device was used to manage the active bleed varice. Everything was completed, until the physician suctioned a small varice and went to deploy the last band. With the last band on the device, the physician felt scope tension. The physician released suction and decided to stop the procedure, as no more varices needed to be banded; the patient was no longer bleeding.

Manufacturer narrative:
A visual examination of the returned device found that the trip wire was not properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was broken and frayed and was not attached to the distal end of the trip wire. Visual inspection of the ligator head found all seven bands with one of the seven bands partially deployed with deployment thread attached and the loop was broken. The break was frayed indicating a tensile load might have been applied on it during use. In addition, there was no damage to the teeth on the ligator head. A functional check of the handle found that the handle knob was able to be turned to take up slacks and there was an audible click heard at each complete turn. Two of the seven bands on the ligator head were deploy for testing. The deployment thread attached to the ligator head was pulled and able to deploy the bands with ease and no damage was observed on the ligator head after testing. The most probable root cause has been determined to be operational context, as evident by the deployment thread being broken and frayed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03103 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used for an esophageal band ligation. According to the complainant, the physician inserted the scope attached with the speedband into the patient. The physician suctioned the varice, and then went to deploy the band. The physician felt tension on the scope; it became difficult to turn the device handle, and band was not deployed. The physician had to release suction on the varice; the patient started bleeding, when the suction was released. Physician quickly removed the scope and device, and then set up the second device to manage the bleeding. The second device was used to manage the active bleed varice. Everything was completed, until the physician suctioned a small varice and went to deploy the last band. With the last band on the device, the physician felt scope tension. The physician released suction and decided to stop the procedure, as no more varices needed to be banded; the patient was no longer bleeding.